Event description:
Heartmate 3 presents with subdural hematoma on postop day # 5 following left ventricular assist device (lvad) implantation in the setting of international normalized ratio (inr) 1.3 and heparin infusion with partial thromboplastin time (ptt) 50s over the previous 48 hours. Anticoagulation fully reversed; surgical intervention not required. CT brain remained stable over the course of the hospitalization, even with reintroduction of heparin/coumadin bridge.